Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was properly installed using the installation tool and lubricant, the orange surface was not visible after installation and the tip cover was not installed beyond the orange surface. Arcing was not observed. There was no harm to patient. The tip cover did not fall into the patient. No post operative tests were performed/required. The issue resulted in a procedure delay of 15 minutes.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors tip cover accessory slid off the instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.